Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of cerebrovascular accident is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, the 3.0x12 mm xience alpine stent was implanted in the patient with a history of non st elevation myocardial infarction. On (B)(6) 2020 the patient was re-admitted to the hospital with a cerebral infarction. No additional information was provided.